Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of peeling of adhesive on bending section cover (a rubber) could not be determined, however, it is possible that the observed deterioration of adhesive applied to the threads around the a rubber/bending section cover was the result of a deviation from the recommended reprocessing procedures such as too high a cleaning agent concentration, soaking longer than the recommended duration and or poor rinsing. The event may be prevented by following the instructions for use sections below: ¿chapter 6 compatible reprocessing methods and chemical agents¿. ¿chapter 7 cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: breakage on the bending section and image guide bundle had breakages. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the rhino-laryngo fiberscope presented with air and water leakages. Small bubbles were visible. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was air leakage between the insertion section and the bending section due to the distal sheath adhesive being found to have fallen off. This report is to capture the reportable malfunction of the detached adhesive on the distal sheath noted at estimation.